Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. The primary tubing set was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to an unspecified clave port on an unspecified 3 way connector of the primary tubing set for a piggyback delivery of an unspecified concentration of etoposide. It was reported that after the delivery was complete, the male adapter of the secondary tubing set was disconnected from the clave y-site of the primary tubing set. At this time, the customer contact reported that the silicone sleeve of the clave port remained in the depressed position and an unspecified volume of solution leaked. There was no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including if the primary tubing set was replaced and the therapy was resumed and if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.